Event description:
The pt reportedly experienced loss of lock. External equipment was exchanged; however, lock could not be obtained. The pt was hospitalized on (B)(6) 2014. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.